Event description:
It was reported that a patient recently found out ((B)(6)) that she was pregnant. The reporter stated ¿he found animal studies that suggest it can cause fetal harm but has found no human studies.¿ the reporter mentioned that the patient was new to his practice and he has not filled the patient¿s pump yet but later it was stated that the pump was refilled on the date of this report. The pump was used to infuse gablofen (baclofen). No intervention or outcome was reported for this event. Follow up was being conducted to obtain this information. If additional information is received a follow up report will be sent.

Event description:
Additional information received reported that the patient had continued on with her gablofen through her pregnancy. She was last refilled on (B)(6) 2015 and at that time was (B)(6). The patient did not describe any issues with her pregnancy. The hcp would be seeing the patient again at the end of july for her next refill. The patient was on lioresal prior to (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Additional information from the healthcare professional indicated that the patient carried the baby to term with no issues. The baby and patient are perfect and have no issues.